Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation.

Event description:
It was reported that the bd venflon¿ pro safety (vps) w/ instaflash needle length was incorrect. The following information was provided by the initial reporter: shorter cannula needle.